Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.